Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
It was reported during an unknown number of tibial fixation procedures, the targeting jig would not align with the transverse screws properly. The drill was unable to pass through the distal transverse hole as a result. It is unknown if there was a significant delay or patient injury during any of the procedures.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Further investigation was initiated to address the reported issue. Examination of device from manufacturer inventory concluded root cause of the event was most likely attributed to overtightening of the jig bolt to the nail. Investigation concluded no further actions necessary. Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(4). Review of actual device¿s history records found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned distal proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event is the manufacturing nonconformance; however, over-tightening is also a contributing factor.